Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, during a tf tavr case, after pigtail placement, aortic root injection, the patient blood pressure dropped from sys 150 to 20mmhg. CPR was started with medical recovery medication. The operators were concerned for possible aortic rupture and performed an ascending root injection. The patient¿s condition further deteriorated. The working diagnosis was a ¿contrast reaction.¿ no bav was performed. While CPR was ongoing, the delivery system and valve were prepped and the sapien 3 valve was inserted. There were no more contrast injections. The patient¿s anatomy was extremely tortuous, and the operators experienced much force and difficulty advancing the delivery system. Valve alignment was attempted, however there was no straight section. The valve, despite multiple re-setting of the fine adjustment wheel, was not perfectly between the markers. Once advanced to the annulus, the sapien was 3-4mm distal to the distal marker. Further fine adjustment was attempted. The patient had stabilized somewhat and CPR was discontinued. The flex catheter was re-set and the valve was 2mm from the marker. This was deemed close enough to deploy the valve. There was a lot of tension in the system and the tension was unable to released. The valve was deployed with rapid pacing. The delivery system advanced ventricular. The balloon ruptured, and the valve was not fully expanded, but it was stable. The commander was removed through the esheath without surgical intervention. No vascular injury occurred. A 25mm bav balloon was prepped and post dilated the valve for full expansion. The patient was stable, intubated and paced. There was no evidence of an effusion. The physicians were perplexed by the event. It was not a typical anaphylaxis and likely more of a vagal response to pain from the sheath insertion, but resulted in more severe reaction due to lv hypertrophy, low ef and lack or atrial kick.

Manufacturer narrative:
The device was not returned for evaluation. Cine imagery was provided by the site and shows the valve is slightly proximal from the valve alignment markers. Valve alignment appeared to be performed in a non-straight section of the anatomy, resulting in potential valve diving and compression/tension. A DHR review was performed and did reveal any issues that may have contributed to the reported event. A lot history review was performed. One additional complaint from the same device lot was reported for a burst balloon. The available information, from that case, suggests that patient factors may have contributed to the reported event. As the burst balloon was unable to be confirmed, a complaint history review is not required for that event. A complaint history review was performed regarding the difficulty with fine adjustment from september 2019 through august 2020 was performed. Potential root causes discovered during evaluation of these events were patient factors (tortuosity) and procedural factors (performing valve alignment in a non-straight section of vasculature). The instructions for use (IFU), device preparation manual, and procedural manual were reviewed for instruction or guidance for proper use of the commander delivery system. In a straight section of the vasculature, initiate valve alignment by disengaging the balloon lock and pulling the balloon catheter straight back until part of the warning marker is visible. Do not pull past the warning marker. To prevent possible damage to the balloon shaft, ensure that the proximal end of the balloon shaft is not subjected to bending. If valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. Engage the balloon lock. Utilize the fine adjustment wheel to position the thv between the valve alignment markers. Do not turn the fine adjustment wheel if the balloon lock is not engaged. Do not position the thv past the distal valve alignment marker to minimize the risk of improper thv deployment or thv embolization. Maintain guidewire position during valve alignment to prevent loss of guidewire position. Utilize the flex wheel to access and cross the valve. Verify the orientation of the edwards logo to ensure proper articulation. The delivery system articulates in a direction opposite from the flush port. Disengage the balloon lock and retract the tip of the flex catheter to the center of the triple marker. Engage the balloon lock. Position the thv with respect to the valve. As necessary, utilize the flex wheel to adjust the co-axiality of the thv and the fine adjustment wheel to adjust the position of the thv. Before deployment, ensure that the thv is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker. To begin thv deployment, unlock the inflation device. Ensure hemodynamic stability is established and begin rapid pacing; once arterial blood pressure has decreased to 50 mmhg or below, balloon inflation can commence. Using slow controlled inflation, deploy the thv with the entire volume in the inflation device, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon. Deflate the balloon. When the balloon catheter has been completely deflated turn off the pacemaker. If delivery system balloon ruptures or leaks during deployment without thv embolization. Do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position. Check for pv leaks under echo. If post-dilation needed, use a new delivery system. If a balloon burst is suspected, do not attempt to pull back the delivery system into the sheath until you are prepared to conduct the following steps: attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull the delivery system through the remaining length of the sheath. No IFU/ training deficiencies were identified. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The burst balloon was unable to be confirmed due to no returned imagery of reported event as well as the unavailability of the device. However, the fine adjustment difficulty was able to be confirmed based on imagery provided by the site. Due to the absence of the device return, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of manufacturing non-conformance was not able to be confirmed. Review of DHR, lot history, and complaint history showed no indication a manufacturing non-conformance contributed the complaint events. A review of manufacturing mitigation's supports that the delivery system has proper inspections in place to detect issues related to the complaint event. A review of IFU/training materials revealed no deficiencies. Based on the complaint description it was reported that the patient¿s anatomy was extremely tortuous, and a significant amount of force was needed to advance the delivery system. Due to this tortuous environment it was also mentioned that valve alignment was performed in a non-straight section resulting in the thv was not being perfectly aligned over valve alignment markers. Per the training manual, if valve alignment is not performed in a straight section this can lead to potential delivery system damage, such as compression/valve diving, as well as the inability to inflate the balloon. Tortuosity throughout the patient¿s vasculature can cause tension buildup during fine adjustment and lead to the noted flex catheter compression and valve diving. Under simulated conditions (valve alignment performed in kink fixture to represent a tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. A definitive root cause is unable to be determined without the return of the complaint device. However, available information suggests that patient (tortuosity) and procedural (performing valve alignment in tortuous aorta) may have contributed to the complaint event. As stated above, the burst balloon was unable to be confirmed with the imagery provided and no returned device. The patient¿s annulus was noted to be ¿not significant¿. However, a detailed root cause analysis for returned balloon burst complaints has been summarized in a technical summary written by edwards lifesciences, which details how the presence of calcification can create a challenging anatomy for balloon inflation. However, with the case information provided, a definite root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Regarding the fine adjust difficulties, investigation did not show any evidence that an edwards defect contributed to the reported event; therefore, no corrective or preventative actions are required. As the balloon burst was unable to be confirmed and no edwards defects were identified, no corrective or preventative actions are required. Since no product nonconformance or IFU/training deficiencies were confirmed, a pra escalation is not required.